Manufacturer narrative:
(B)(4). Correction number: this ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient suffered a fall; subsequently the patient experiences discomfort at the ipg site that the patient perceives as a burning sensation. The patient no longer uses the system due to the issue and requested the system be explanted. The patient was referred to a neurosurgeon.